Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose(bg) levels of 41 mg/dl; cause was unknown. Reportedly, the customer stopped insulin deliveries and consumed food to address the bg.